Event description:
The customer reported that the system experienced an immediate loss of system functionality and an un-commended shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined and system functionality was recovered after a reboot. The reported problem was resolved by the customer. No add'l service info was provided.